Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient¿s initials were reported as (B)(6). Date of event is unknown. This part is an unknown zero-p implant. UDI # unknown part number, UDI is unavailable. Implant date is unknown. Device is not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned and not lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient underwent a re-exploration anterior cervical discectomy fusion (acdf) revision on (B)(6) 2016 at c4-c5 due to a non-union. The patient was implanted with a zero-p implant at c4-c5 on an unknown date. The patient reported post-operative neck and lower back pain. The surgeon believes the pain is due to a non-union at c4-c5. The surgeon removed the zero-p implant at c4-c5 and revised the patient with a competitor¿s construct from c4¿c7. The patient had a previous unknown cervical fusion hardware removal for an unknown reason at c2-c3 on an unknown date. It is not known if the explanted hardware was a synthes manufactured device. It is not known if the zero-p implant at c4-c5 was implanted at the same time the c2-c3 hardware was removed. The c2-c3 hardware removal is mentioned only as patient history and is not included in the complained devices for this complaint. This report is for an unknown zero-p implant. This is report number 1 of 2 for (B)(4).